Event description:
A surgeon reported that a pt noticed a dark shadow following implantation of an intraocular lens (iol). No shadow was seen upon pupil dilation. The iol was replaced with a different model iol. The pt no longer notices a shadow following the replacement procedure. Additional info has been requested.

Event description:
Additional information was provided by the surgeon. Symptoms were first noticed by the pt one day following initial implant surgery. The pt's visual acuity following intraocular lens exchanged was 20/15 and reported visual symptoms have not recurred.